Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter; 1 device was not available to stryker for evaluation; there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device ran without user activation. 1 reported event had no patient involvement; no patient impact.